Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, dysuria, dyspareunia, mixed incontinence, vulvovaginal atrophy, urinary frequency, and urgency. It was reported that patient underwent mesh revision on (B)(6) 2012 by (B)(6) at (B)(6).